Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had gas leak alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, checked the logs and replaced the motor control board (0670-00-1159) and display hinges and upper hinge cover (0380-00-0561), (0105-00-0138-01, 0105-00-0138-02) to fix the issue. The fse could not duplicate the failure for gas loss but confirmed the display issue. All functional and safety test performed.

Event description:
It was reported that the intra aortic balloon pump (iabp) had a gas leak alarm and display issue where the cover hinges were torn. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.